Event description:
It was reported that the instrument was broken. No foreign bodies were retained. There was no surgical delay. The surgical technique was utilized. Another device was used to complete the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receiving additional information of the reported event, it was determined to be not reportable as the device was worn, not fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.